Manufacturer narrative:
A direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The hm3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred on the date of implant. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that during a pump exchange from an hvad to a heartmate 3, the patient had substantial bleeding. Upon exploration, venous dissection led to exsanguination and the patient expired in the operating room. The pump reportedly operated as intended. No further information was provided.